Event description:
It was reported that the patient experienced numerous low voltage advisory alarms while connected to battery power. The batteries were recalibrated and the batteries and battery clips were cleaned without resolution. The system controller was exchanged on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation could not confirm the reported event of low voltage alarms despite being connected to external batteries. The submitted log files did not capture any events from the reported event date of 28oct2025. No product was returned for analysis. A root cause for the reported event could not be determined off the information provided. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.